Manufacturer narrative:
Investigation results completed on a smiths medical fluid warming level 1 hotline low flow-systems- hl -390. Customers complaint of bad display was verified. Physical condition of device revealed enclosure to be dirty and scuffed. Lcd screen is broken from damage. Drain fitting is rusted. Water tank cover is cracked. Pole clamp is damaged. Main block is dirty and leaks water. When testing was done ,damaged lcd screen root cause. Actions was taken to replace the lcd screen. Device is under tremendous wear as usually under emergent situations in emergency where life saving measures are performed. As a team of health care providers may cause a ruckus during action, that would cause harm to device. Repair summary: replaced the enclosure, front cover and water tank cover. Replaced drain fitting, line cord and pole clamp. Replaced main block. Replaced pcb board for a new lcd screen. Performed pm. Recalibrated. Device was not scrapped and was repaired for further action and delivery.

Event description:
Complaint of fluid warming/level 1 hotline low flow systems - hl-390 having bad lcd. No patient adverse were reported. Investigation results completed and will be summarlized.